Event description:
During service testing, a co field service engineer found depleted main batteries. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last co service event.